Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to press the button and confirmed the pump was not plugged into a power source. The customer wore the pump in a case and chose not to remove it, despite the issue persisting. The customer continued to use the pump for insulin therapy.